Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from unspecified location. The leak was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: may 16, 2021 - may 18, 2021. H10: the device was received for evaluation. Visual inspection was performed and observed a tear at the lower left side near the edge in back of the bag. Functional testing was performed using tap water on which identified a leak only at the lower left side near the edge on back side. Additional magnified inspection observed a tear/hole in the lower left side near the edge in the back side of the bag where the leak was verified during testing. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes of the nonconforming product include compounding error, damage sustained during transport or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.